Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was started on zerbaxa (ceftolozane and tazobactam) after presenting to the hospital on (B)(6) 2024 with left sided abdominal pain and chest pain. During that admission the patient was re-cultured and was found to have multidrug-resistant organisms (mdro) that were resistant to the meropenem the patient was currently on. The patient was sent to vanderbilt for evaluation for heart transplant as a status 3 because of driveline infection. The patient was successfully transplanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.